Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a white screen with a system error. A field service engineer confirmed that technical support specialist completed the drop on database and full synchronization to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a white screen with a system error. User observed fatal error during installation and a timed out was detected by the underlying data source. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.